Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etlw1616c93e, sn (B)(4), expiration date: 2018-12-20. Etlw1616c124e, sn (B)(4), expiration date: 2019-01-31. (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the emergent endovascular treatment of a 6.5 cm in diameter ruptured abdominal aortic aneurysm. It was reported that patient presented receiving CPR. However, the physician proceeded with implanting of three endurant stent grafts. After the endurant iliac limbs were implanted there was a type I endoleak. It was not identifiable whether the endoleak was unilateral or bilateral. The physician elected to convert the patient to an open surgical repair. After the open surgical repair had been completed, the patient expired. The physician stated the cause of the distal type I endoleak was due to the patient¿s pre-existing condition of ruptured aneurysm/anatomy emergent situation and undersizing of the stent grafts. The physician stated that the cause of the patient¿s death was related to pre-operative ruptured aneurysm. No additional clinical sequelae were reported.

Manufacturer narrative:
Correction: continued from block:-failure to follow instructions (under sizing).